Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction. No problem was detected.

Event description:
It was reported that during procedure the guidewire of the lead had failed to advance. The lead was not used and the physician elected to complete the procedure with a different lead. The patient status was noted as stable.